Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she was not feeling well and went to the hospital on (B)(6) 2019. While in the emergency room (ER) waiting room for 7 hours, she continued to feel unwell but received no alarms. She became delirious and felt like she was having a seizure but didn¿t pass out. She was told that when they finally took her into a room her bg was under 20 mg/dl and she was ¿coding¿. She was given 3 ¿loads¿ of dextrose via intravenous (IV) therapy. One to two hours after that her cgm was reading over 190 mg/dl while 2 finger stick bg readings were 68 mg/dl and 71 mg/dl. At the time of contact she had been in the hospital for 3 days and her bg was 222 mg/dl. Her cgm readings were in alignment with her bg but she was told she couldn¿t be released until her glucose was stable under 200 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.